Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to perform fluoroscopy. Customer claimed low load, device was back to normal use after a restart. Rse found the cooling oil is insufficient. Onsite diagnostic service was offered to the customer. However, customer did not accept the quotation. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the customer was unable to perform fluoroscopy. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.